Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative evaluated the device onsite but was unable to reproduce the reported issue. Through further troubleshooting with the customer, it was determined that the power supply was a suspect component was will be replaced. Once a replacement power supply is received, the repair will be completed and the suspect component will be returned for further evaluation. Upon completion of the evaluation, a supplemental report will be submitted.

Event description:
The customer reported that they had not fully charged the device and when turning it on, the device alarmed "motor fault". There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela power supply assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue and the component operated properly.